Manufacturer narrative:
(B)(4). Method: a preventative maintenance check was carried out on the iw910 mobile infant warmer by a trained fisher & paykel healthcare service engineer. Results: the preventative maintenance check revealed that the power fail alarm was faulty due to a failed capacitor on the power board. A lot check revealed no other complaints of this nature for lot 051006. Conclusion: the "power fail" alarm is an indicator of main power supply failure. The energy stored in the capacitor of the power pcb board usually provides up to 10 minutes of pulsing alarm in the event that the power fails while the unit is switched on. The red indicator light of the "power fail" alarm on the front control panel will then flash and produce an audible alarm when the power supply to the infant warmer has failed. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device service manual contains a checklist which specifies that users should perform safety, performance and functional checks at least once a year. The fault on the returned infant warmers was discovered during preventative maintenance check with no patient involvement. The iw910 mobile infant warmer was repaired and returned to the customer after passing the necessary safety and performance checks.

Event description:
During the annual performance check of an iw910 mobile infant warmer at fisher & paykel healthcare's regional office in (B)(6) it was noted that the power fail alarm was not functioning. This was found prior to patient use.